Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the pcu front case assembly with keypad is being replaced. There was no reported patient involvement.

Event description:
It was reported the pcu front case assembly with keypad is being replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported the pcu front case assembly with keypad is being replaced per bd initiated recall. Testing performed on the returned keypads found 11 keypads testing good with no faults identified and 2 keypads with various keys not functioning as intended. Device inspection: external inspection was performed on the (qty 10 gm p/n tc100085801) and (qty 3 gm p/n tc10006225) keypads. The keypads were observed to be in good condition with no irregularities observed. During internal inspection under magnification, 2 out of 13 keypads were found with cracks on the traces of the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only front case keypad assemblies were provided for the investigation.